Event description:
The patient was being treated for a carotid-cavernous fistula aneurysm. First coil to go in was a deltamaxx 5x20. Physician pushed most coil out. Everything looked normal but coil was not coiling optimal location so pulled into the echelon microcatheter. All but one loop was in microcatheter. Physician attempted to pull in the last loop and it was not following into microcatheter. The coil had stretched. The coil was only manipulated once. As soon as it was out of the microcatheter (except for last few centimeters), an attempt was made to pull the coil in when it was found stretched. Upon trying to pull the coil back into the microcatheter, the coil snapped. A prowler select plus was then advanced besides the echelon with the remaining stretched coil. The coil was then snared out. Patient not injured and the entire coil was recovered.

Manufacturer narrative:
Concomitant device: prowler select plus microcatheter, echelon microcatheter. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During treatment of a cavernous carotid fistula the 5x20 deltamaxx was not coiling at the optimal location and therefore was withdrawn back into the echelon microcatheter; however, the last loop was not following into the microcatheter. The coil had stretched. The coil snapped upon trying to pull the coil back into the microcatheter. A prowler select plus was then advanced along side of the eschelon which had the remaining stretched coil. The coil was then snared out. There was no patient injury and the entire coil was removed from the patient. The deltamaxx was the first coil and everything looked normal when most of the coil, all except for the last few centimeters). The coil was only manipulated once. The device was returned for analysis. The proximal section of the coil was mechanically severed and not returned. The packaging and device were extensively searched for the proximal section of the coil, but this section of the coil could not be found as it was stated that this portion of the coil was returned. The stretched distal section with the ball tip was returned. Located 1.1cm off the distal tip of the device positioning unit (dpu) on the tip coil is a severely bent and twisted. Starting 5mm off the distal tip of the dpu and ending 3mm later, the tip coil and the clear section shows compressed or snaking damage. The distal diameter of the pet angle ring (outer sheath) shows distortion from either distal interference or from a binding action. Located at the beginning of the third secondary winding off the ball tip, the start of the coils stretching begins. The severed end of the coil shows a ductile fracture requiring external force. Located at the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured. The damage material at the v notch has been raised above the surface plane. The locking mechanism has been damaged with the material being stretched away from the surface of the sheath. The microcoil system was returned in almost pristine clean condition. The system was cleaned/rinsed before being returned. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been removed prior to being returned. A most likely contributing factor to the coil stretching is that the coil became anchored on itself, the distal tip of the microcatheter, or from fixed within the microcatheter. With retraction of the coil in this scenario the anchoring of the distal section most likely caused the coil to stretch and finally fracture into two separate pieces. In addition, without the return of the echelon microcatheter (it is unknown if it was a 10 or 14 series) and the proximal end of the severed coil used in the procedure, it cannot be determined if these components contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It is further cautioned that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Based on the condition of the returned device, a secondary, but an equally important possible contributing factor to the inability to retract the coil into the microcatheter may have been retraction of both the locking mechanism and the sheath straight back over the v notch of the resheathing tool instead of up at a 45 degree angle and then back. This caused the sheath to become embedded inside the v notch producing a severe fracture. This would have produced a significant binding action between the dpu, sheath, and the coil when it was attempted to retract the coil into the microcatheter. This may have also resulted in damage to the dpu and coil which in turn may have had a contributing factor to the reported event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. This is also outlined diagrammatically. Based on the available information and with review of the analysis of the returned device, a definitive root cause conclusion cannot be made. It is possible that procedural factors, device manipulation/interaction may have contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.